Event description:
It was reported that during gastric section the stapler stopped after finishing the third stapling with a green load, requiring manual opening with subsequent replacement by a new stapler. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch # p57y1t. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ple45a device was returned with no apparent damage, with a tyvek, and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number p57y1t, and no non-conformances were identified.